Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The bolus units were scrolling nonstop. The customer packed the insulin pump and meter inside a plastic bag and placed it in a cooler with ice. The meter was giving incorrect readings. Customer's blood glucose level was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had moisture damage to the keypad traces, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a cracked display window.